Event description:
It was reported that the tracheostomy tube was secured in the tracheal stoma of the patient when the left flange broke at the securing part and resulted in the tracheostomy tube decannulating. No patient injury was reported.

Manufacturer narrative:
Operator of device was patient.

Manufacturer narrative:
Other text: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. No lot number was provided for device history record review. D5 is the patient/consumer.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: three samples was returned for investigation. The samples were received without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. Sample one was observed to have the right eyelet broken, as if it had been cut with a sharp instrument. Sample two did not present any damages or discrepancies. Sample three was observed to have the right eyelet broken, as if it had been cut with a sharp instrument. Per the physical evaluation of the samples, the reported failure mode was confirmed. Per the investigation, the most probable root cause is that the cut damaged on the cuff occurred after the product left the facility. No corrective actions were required because the mitigations in place were revised and executed as determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. The root cause was unknown/undetermined. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: no lot/serial number was provided, therefore the product manufacture or expiration date was unknown.